Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to sensor failure and sensor deployment issues, sensor was protruding from her skin. Patient was able to pull sensor out of her skin with tweezers. At the time of her call to dexcom technical support, patient reports feeling fine and not experiencing any additional discomfort.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.